Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: wrinkling. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient underwent a breast reconstruction with a mentor memoryshape breast implant 555cc and experienced wrinkling on the right side post-operatively. As a result, the patient underwent fat grafting on (B)(6) 2019.

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On jun 7, 2022, additional information was received indicating the patient also experienced capsular contracture baker grade iii on the right side. A tissue arrangement was performed on (B)(6) 2018 to correct the issue. The device was not explanted during the procedure. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On dec 10, 2024, it was noticed the previous report erroneously omitted the following information: the patient also experienced neoplasm malignant. Manufacturer¿s reference number: (B)(4).